Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported patient effect of tissue damage appears to have been a cascading event of the slda. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 3-4. The clip was placed in a3/p3 without issue. After clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Tissue damage was noted on the posterior mitral leaflet. A second clip was implanted to stabilize the slda clip and mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.